Event description:
On (B)(6) 2025 the clinical team reported that on (B)(6) 2025 the end-user was hospitalized with diabetic ketoacidosis (dka) and blood glucose (bg) levels of 400 mg/dl after the ilet battery depleted and insulin delivery stopped. The end-user was treated with IV fluids and insulin and discharged on (B)(6) 2025 with no reported long-term effects.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.